Manufacturer narrative:
The returned product analysis indicated that the explanted ipg and leads passed all tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's precision device was explanted due to the lead anchor pushing its way to the top of the skin causing irritation. No infection was suspected and the device was working properly.

Event description:
A report was received that the patient's precision device was explanted due to the lead anchor pushing its way to the top of the skin causing irritation. No infection was suspected and the device was working properly.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1100, (B)(4), description: implantable pulse generator (ipg) model # sc-2108-50m, (B)(4), description: scs lead kit, phase 2 sterile package.